Manufacturer narrative:
The astral device was returned to resmed. The investigation methods, results, and conclusions are not finalized at this stage. If more information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device did not power on. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an electronic component failure on the main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).